Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 128 mg/dl at the time. Customer stated that all buttons were unresponsive. Customer works in the kitchen and thinks it may have been caused by the heat. Customer was about to give a bolus and it did not let them press the button. The light also did not turn on. Customer changed the battery but still received the same error. Customer stated that there were several adjustments made and they have not uploaded their pump to carelink. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.